Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted and was stuck in a boot loop. There were no reports of patient harm. Patients were being monitored on a temporary spare unit. Investigation summary: the issue was duplicated during evaluation. The root cause is degraded hdd/ corrupted sw. No further investigation is required. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted and was stuck in a boot loop. There were no reports of patient harm.